Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned and scorched mother board. The mother board was burned and melted and had evidence of dried bleach on it as well. The burned board was noticed during machine repair, as the machine would not power off after heat disinfect mode. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 18,686 hours of use on it. It is unknown if the mother board is the original fresenius part on the machine. The biomed reported that there was no heat or electrical damage observed on any other components associated with the burned and melted mother board. The biomed replaced the mother board, along with the front panel, the keypad, and the function board. The biomed reportedly was waiting for a replacement power logic board to resolve the current no communication error message, and advised the machine had not returned to service. The biomed advised that no sample parts were available for return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.